Manufacturer narrative:
(B)(4). Conditions were treated with resuscitative efforts, defibrillation x6, temporary pacemaker, intervention of the rca with stent placement, intra-aortic balloon pump, and insertion of swan-ganz catheter. Occlusion of the rca was the primary issue. The patient ultimately died on (B)(6) 2011. The cause of death is refractory right heart failure with severe pulmonary hypertension, acute renal failure, acute respiratory failure, and cardiac arrest. Though requested, no additional information was provided. Guide wire: balance middleweight. Stent: 4.0 x 38mm taxus. Hypotension, occlusions, ventricular fibrillation, ventricular tachycardia, and death are known adverse events listed in the graftmaster otw instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that during the procedure in the right coronary artery (rca), a balance middleweight guide wire was advanced through the lesion followed by a non abbott stent system. The stent was deployed in the proximal to mid portion of the rca after several inflations. Following stent deployment, a perforation was noted. Balloon dilatation was performed. A josent graftmaster stent graft was deployed with excellent angiographic results; however, embolization of a very tiny distal posterolateral branch of the rca occurred, which was treated medically. A small pericardial effusion without hemodynamic compromise was diagnosed. The patient exited the cath lab; however, the patient developed atrioventricular(av) block with cardiac arrest. The patient became unresponsive and cardiopulmonary resuscitation and advanced cardiac life support were initiated. The patient was intubated. Shortly thereafter, st segment elevation occurred. The patient went into shock and medication was administered. Angiographic images revealed occlusion of the rca. A non abbott balloon was used to dilate the occlusion with subsequent antegrade flow and a non-abbott bare metal stent was deployed. Hypotension was treated with dopamine. An intra-aortic balloon pump was commenced. Diagnosis was pulmonary embolism with 3rd degree block with st elevation, followed by hypotension and subsequent occlusion of the graftmaster stent in the rca. Subsequent complete shock with ventricular tachycardia, ventricular fibrillation and asystole occurred.